Event description:
The sales associate reports the tip of the inserter broke during a transforaminal lumbar interbody fusion (tlif) procedure. No adverse events were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
A visual inspection of the returned device confirmed that the tip of the inserter shaft sheared off. The device could not be functionally inspected as it was too damaged. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive forces on the instruments leading to instrument fracture during usage and/or position of the device. The spacer positioning technique requires repeated tightening and loosening of the inserter and constant axial forces being applied to the tip which can lead to tip fracture as seen in this incident.